Manufacturer narrative:
The ICD and two fragments of the lead under complaint were returned and subjected to an extensive analysis. Upon receipt, the ICD was interrogated, revealing the battery status mol1. The ICD was implanted for over 47 months and 22 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular and far-field channels. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The thorough analysis of the ICD proved the device to be fully functional. Subsequently the lead fragments were visually inspected. The lead was found cut at approximately 19 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned, in between a 2 cm segment of lead body was missing. The returned lead fragments presented multiple signs of wear. Particularly at 15 cm proximal to the lead tip the insulation was rubbed through. This can be considered to be the root cause of the inappropriate vf detection mentioned in the complaint description. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had an impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Furthermore cuts in the insulation and a deformed shock coil were observed, which most likely resulted from the extraction procedure. During the mechanical analysis a stylet could be introduced and completely advanced through the proximal lead fragment. As an extraction tool was inserted in the distal lead fragment a stylet could not be introduced. Due to the fragmented state of the lead, the electrical analysis was limited to the measurement of the dc resistances of the lead fragments. No peculiarities were found.

Event description:
Ous MDR - after an implantation period of approximately 48 months inappropriate vf was detected via homemonitoring. The lead was extracted and replaced without complications during a scheduled upgrade to crt-d system.